Manufacturer narrative:
Analysis confirmed the customer comment that the screen did not respond to the stylus, it was tested with a known good stylus. The xy printed circuit board was replaced and the flex tape inspected. A kink in the stylus cable was noted and the stylus was therefore replaced as a preventive measure. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responding to stylus contact. It was noted that the user attempted to use a second, known working stylus as well as a programmer reboot, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the product was returned to service.